Event description:
Customer complained about the performance of the total hemoglobin on three samples which gave discrepant results vs. Clinical picture.

Manufacturer narrative:
System log files and sensor log files were reviewed; no instrument errors were identified. Sensor log files showed no abnormalities and qcs run on the days of the events were all within range. Calibrations and qc were correct. The system is performing within specification.